Manufacturer narrative:
The customer reported that the ac power module had failed and as a result, it failed to charge the battery. In 2009, philips sent the customer a new ac power module. The following day, a philips field service engineer reported that replacing the ac power module resolved the issue.

Event description:
The customer reported that the ac power module had failed and as a result, it failed to charge the battery.